Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer, "power goes down" was not confirmed. The following fault was identified: - display worn (optical defect) a defect in the monitor could not be detected. The optical defect on the display is not repaired during an individual repair. The investigations carried out above did not reveal any cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing documentation. It was determined that the labelling contains appropriate instructions and warnings. The complaint history did not reveal any accumulation of similar complaints, and no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the power of the c-mac monitor goes down. No negative impact in state of health reported.